Manufacturer narrative:
Results: there was no visible damage. The penumbra smart coil detachment handles (handle) nose cone inner diameter (ID) was measured and found to be within specification. Conclusions: evaluation of the returned devices revealed that both handles were functional. The handles were tested using the handle fixture and was found to be within specification. Therefore, the handles were functional. The ID of the handle¿s nose cones were measured and found to be within specification. The smart coils mentioned in the complaint was not returned for evaluation. The root cause of the smart coils not detaching use the detachment handles could not be determined. All penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (a-com) using a penumbra smart coil detachment handle (handle). During the procedure the physician deployed a penumbra smart coil (smart coil) in the target vessel and attempted to detach it using the handle. However, the smart coil failed to detach and upon attempting to detach it again using the same handle it successfully detached in the target vessel. The physician then deployed and successfully detached a second smart coil in the target vessel using the same handle. Next, the physician deployed a third smart coil in the patient; however, the smart coil failed to detach using the same handle and upon attempting to detach this same smart coil again it successfully detached. The physician then opened a new handle and attempted to detach the fourth smart coil in the target vessel; however, the smart coil failed to detach and eventually detached during the second attempt using the same handle. Next, the physician deployed and successfully detached the fifth smart coil in the target vessel using the same handle. However, the sixth smart coil failed to detach in the target vessel using the handle but eventually detached during the second attempt. The physician then deployed and successfully detached the seventh smart coil in the target vessel using the same handle. However, the eighth smart coil failed to detach using the same handle but it eventually detached in the target vessel during the second attempt. The physician then completed the procedure by deploying and detaching the ninth smart coil in the target vessel using the same handle with no issues. There was no report of an adverse effect to the patient.